Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-12890 pertains to the other device. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient complained of pain due to mesh erosion in the anal canal. The physician stated that after the check-up, the anterior mesh was good, but the posterior mesh had caused erosion. It was discovered post-procedure that the patient received radiation on her pelvic region fifteen years prior to the mesh implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.